Manufacturer narrative:
It was reported that a 6/7f mynxgrip vascular closure device (vcd) balloon ruptured during the 1st step (stop), due to calcification in the vessel. The product was stored as instructed per labeling. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. There was no prior pta, stent, or vascular graft in the common femoral artery. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. Moderate vessel tortuosity was noted. There was no visible damage noted on the distal end of the sheath after removal. The mynx vcd was prepped according to IFU instructions. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the shuttle was engaged to the black handle, and the syringe was connected to the catheter with stopcock close as received. The procedure sheath, sealant and advancer tube were not returned with the device. Leak testing was performed by attempting to inflate the balloon from the returned device with water. The results revealed a leak in the balloon. Visual inspection at high magnification revealed a micro tear in the balloon of the returned device, approximately 2 mm from the balloon proximal neck. A product history record (phr) review of lot f1715901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed through analysis of the returned device. However, the exact cause of the tear found could not be conclusively determined during analysis. Based on the information available for review and product investigation, access site vessel characteristics (ruptured during the 1st step (stop) due to calcification in the vessel) most likely contributed to the reported event since a calcified vessel can cause damage to the balloon as stated by the customer. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft), potentially contributing to a tear in the balloon. According to the instructions for use, which is not intended as a mitigation, the safety and effectiveness of mynx vascular closure device have not been established in patients with clinically significant peripheral vascular disease in the vicinity of the puncture site. Additionally, users are instructed to discard the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported failure could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time. Please note the case was originally reported as alternative summary reporting (asr) but the exemption is no longer available for this type of device.

Event description:
It was reported that a mynxgrip vascular closure device balloon ruptured during the 1st step (stop), due to calcification in the vessel. The product was stored as instructed per labeling. The vcd was being used in conjunction with a 6f procedural sheath introducer for common femoral arterial closure following a pci (percutaneous coronary intervention) procedure. There was no prior pta, stent, or vascular graft in the common femoral artery. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. Moderate vessel tortuosity was noted. There was no visible damage noted on the distal end of the sheath after removal. The mynx vcd was prepped according to IFU instructions. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered.